Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ever since they received a replacement recharger antenna, they noticed their tremors returned and they could not write as legibly. At the same time, the patient also noticed they did not have to charge the implantable neurostimulator (ins) as frequently, noting that their recharger would often show the neurostimulator charge sufficient screen when they expected the ins battery level to be lower. The patient said they used to charge the ins twice weekly, but since this event they had only been charging it once every 2 weeks. Agent did not ask about the circumstances that led to the reported issue. During the call, agent had the patient use their patient programmer to check therapy status, at which time the patient revealed that therapy was off and the ins battery level was ok (75%). Therapy settings were 3.20 (left side), group c, and 4.00 (right side). The patient did not know why therapy was off. Agent reviewed that the change in charge frequency was due to therapy being turned off. The patient turned therapy on during the call, and once therapy was on they said their right hand was a little tingly and the right side of their mouth was numb. Although the numbing sensation persisted, the patient could feel the effect of the therapy again, and their tremors were more under control. The patient also noticed they could write better. The patient was redirected to their healthcare provider. Additional information was received from the consumer who reported they continue to feel the numbing in their lips and hand ever since they turned therapy back on. The patient mentioned that the numbing went away a little bit, but they still have it. The patient added that they have also been having surges quite frequently since therapy was turned on, which they said felt like a shock that goes through their whole body. The patient also noticed that their ins battery level drops much more quickly than they would expect. The patient said they charged the ins to 100% last night, and it's already down to 50% today. This morning, the patient said they were using the patient programmer to check the ins battery level and noticed a 'contact clinician' screen with oor. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause of the return of symptoms and oor was ¿dbs monitoring.¿ to resolve the issue the consumer saw their neurologist which resolved the issue.